Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her child experienced high blood glucose. The customer¿s blood glucose level was 417 mg/dl. Customer also blood glucose level of 200 mg/dl when he left for the school. The sensor will not be returned for analysis.